Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer had experienced at least three similar malfunctions previously, and tandem technical support decided to replace the pump. The customer declined the option of an out-of-warranty loaner pump.